Event description:
After urological surgery was over, smoke was noted from cautery. No injury to pt, physician or employees. The cautery machine was set at 180 cutting, 90 coag as per surgeon's request. These are per mfg. Specs. The label on the electrode states: for use with single stem resectoscope.